Event description:
I used renu with moisture loc and started having problems with my eyes. My left eye always hurts and I can no longer wear my contacts due to pain. Event did not abate after use stopped.